Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead dislodged during slitting of the sheath. When a new sheath was attached, the rv lead exhibited no capture. The rv lead was attempted/not used. No patient complications have been reported as a result of this event.